Event description:
It was reported that the user experienced hyperglycemia after a recent infusion set change, with blood glucose reaching 400 mg/dl confirmed by fingerstick, while using a cd infusion set. Symptoms included nausea consistent with elevated blood glucose. Outcomes included the need for troubleshooting and education to address the persistent high glucose. Investigation included customer care troubleshooting and review of user-reported blood glucose data. Investigation of this case revealed that the cause of the hyperglycemia was unclear following the supply change. It was concluded that there was no definitive device-related failure identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.